Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse contacted support stating that the patient had experienced multiple insulin cartridges leaking. The spouse indicated that the leaking cartridges all came from the same box and that the issue had occurred multiple times, with the most recent occurrence happening recently. Each time a leak was noticed, the cartridge was immediately replaced. The spouse reported that proper procedures were followed when filling and inserting the cartridges, including not overfilling and inserting the cartridge into the device on its own. The faulty cartridges were no longer available for return or evaluation. A request was made for replacement cartridges due to the number that had been used. The patient¿s blood glucose levels were affected during the event, with a highest reported value of 376 mg/dl and remaining above the target range for approximately seven hours. Alerts for sustained blood glucose levels above 300 mg/dl were reported. No backup insulin therapy was used, no ketone testing was performed, and no recent steroid use or professional medical intervention was reported. Assistance was provided by the patient¿s spouse out of kindness. No immediate adverse health effects were reported during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.